Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively ventral hernia repair procedure, the patient experienced small seroma. The patient recovered from the complication.